Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few months post implant the right ventricular (rv) lead¿s threshold had increased as it was now higher than at the patient¿s last follow-up visit. The lead remains in use as the lead¿s polarity was reprogrammed. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.